Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-8216-70/ sc-2408-56, serial number: (B)(4), batch/lot number: 7007709/ 20232451, model/catalog description: artisan lead 70 cm/ avista MRI perc lead kit 56 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a severe infection at the ipg site that spread up to the lead site. The patient was hospitalized and had a PICC (peripherally inserted central catheter) line in providing intravenous antibiotics. The patient underwent an explant procedure and was doing well postoperatively.